Event description:
It was reported that the ilet pump screen was cracked and the sleep/wake button intermittently froze, preventing interaction with the device; the customer continued to use the prior ilet and requested setup assistance after a move, with no reported blood glucose impact and no alarms. Symptoms included no adverse clinical effects. Outcomes included no injury and no need for medical intervention. Investigation included review of the event details and coordination for device return. Investigation of this case revealed a hardware failure involving the display and user interface controls consistent with screen damage and button malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.